Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a storm of several tv/fv episodes. Two were correctly treated with 41 joule shocks. The patient was brought to the hospital immediately. The last episode changed morphology and recorded drops in the right ventricular (rv) egm signals, while on the shock channel a clear fv was visible. These drops in the rv signal caused the agc undersensing, resulting out of window therapy. Subsequently, an external emergency shock was delivered since the patient had recovered a few hours earlier. The lead parameters were stable and the agc floor was set from 0.6 to 0.4mv. The plan is to continue monitoring this patient via latitude home monitoring system. No additional adverse patient effects were reported. This device remains in-service.